Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, periodontal disease, undersized implant bed, fistula, inflammation (2021_0074 and 2021_0075 are same patient).